Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a lesion in the diagonal branch. The device was inspected with no issues noted. The device could not cross the lesion. Following removal of the delivery system, it was noted that stent dislodgement had occurred during delivery to the lesion and that the stent remained at the target lesion. The stent was crushed against artery wall at location it dislodged. No further injury reported.

Manufacturer narrative:
Add'l info: an attempt was made to use a resolute integrity coronary drug eluting stent to treat a lesion in the mid lad at the first diagonal. The lad had 75% stenosis and the diagonal ostium had about 90% stenosis. There was mild calcification and no tortuosity. The lesion was pre-dilated. Resistance was noted advancing the device to the lesion. Resistance noted while retracting the stent into position. Excessive force was not used. The device did not pass through a previously deployed stent or cell of a stent. However, there was an existing non-medtronic stent in the diag, approx. 3-5mm from the ostia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: several kinks were evident on the hypotube. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Slight deformation was evident to the distal tip. No other damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.